Event description:
IV stylet inserted to maintain IV patency from time of insertion until anesthetic injected as part of a bier block anesthesia. When stylet withdrawn, only 1/3 of catheter remained attached to hub. Immediate attempts to aspirate remainder of catheter unsuccessful. Patient monitored x 2/hr without any symptomatology developing. Patient's surgery cancelled and discharged. Distal end of stylet remains in patient. Follow-up x-rays do not reveal location of catheter. Critikon (who now owns jelco) contacted and incident reported. All remaining stylets removed from stock. Patient has had no significant adverse effect that we are aware of. Note: at this time, there does not appear to be "serious injury" but item reported due to potential of later event.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, none or unknown. Results of evaluation: telemetry failure, none or unknown. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: use of all similar devices stopped permanently. The device was not destroyed/disposed of.